Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist that the patient had an intra-aortic balloon pump (iabp) placed in the operating room (or). The pump is pumping with no arterial pressure (ap) waveforms present on the pump. The clinical support specialist (css) assisted on using a second pump successfully. The pump is pumping well, waveforms look good no other issues. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of ap signal loss is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. If the product is returned at a later date, a full investigation of the sample will be completed. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the perfusionist that the patient had an intra-aortic balloon pump (iabp) placed in the operating room (or). The pump is pumping with no arterial pressure (ap) waveforms present on the pump. The clinical support specialist (css) assisted on using a second pump successfully. The pump is pumping well, waveforms look good no other issues. There was no patient death, serious injury or patient complication reported.